Event description:
It was reported that this inflatable penile prosthesis stopped performing as expected. The patient underwent surgery to replace the device. Wear and tear were observed in the explanted prosthesis. There were no reported patient complications.